Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft of the device. Microscopic examination revealed that the tip is damaged. The balloon is tightly folded. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found kinks on the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the vertebral artery. A 5.0mmx15mmx150cm express sd stent was selected for use. When the radiologist tried to insert the device into the wire, bent stent strut was noted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
I was reported that stent damage occurred. The target lesion was locate in the vertebral artery. A .0mmx15mmx150cm express sd stent was selected for use. When the radiologist tried to insert the device into the wire, bent stent strut was noted. The procedure was completed with another of the same device. No patient complications were reported.